Manufacturer narrative:
The ipg will not be returned to bsn as it remains in the patient's possession. A review of the manufacturing documentation of the explanted ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the pocket site so the physician explanted the ipg. Malfunction was not suspected. The patient was reportedly doing well after the procedure.